Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the pledget inside her vaginal cavity. She manually removed the pledget and it came out in pieces. She consulted her doctor and made an appointment to ensure no pledget pieces remained. She did not experience any adverse health effects.